Manufacturer narrative:
The anesthesia system was investigated at the hospital by our company field service engineer. The oxygen sensor calibration was checked. The oxygen concentration in the supplied gas mixture at different oxygen concentration settings was checked. No irregularities in the measurement and supply of oxygen were found. The apl potentiometer and touch screen were calibrated. The device was successfully tested and was returned to clinical use. The reported fio2: low alarms as well as high airway pressure alarms can be verified in the supplied logs. We have not been able to determine the true cause of these clinical alarms.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
The anesthesia system generated alarms for low fio2 and high airway pressure during patient treatment. There was no patient harm. Manufacturer's reference number: (B)(4).